Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No additional information received.

Manufacturer narrative:
Concomitant medical devices: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator .

Event description:
A healthcare provider (hcp) reported that the patient had an incident 5 months prior to date notified where their body slowly pulls over to the left side and their head feels heavy, with the problem lasting for a few hours. It was stated that the patient was at a slot machine at this time and was removed from the slot area via a wheelchair. The patient also has left the "vim implant at the time," but since having their right side implanted they recently had an episode where their right side is effected. This also happened a couple times to the patient in front of their computer, but went away when they moved away from the computer. The patient normally has a lot of tremors when therapy is off, but didn't report tremors at the time of the episodes of being pulled to one side of the body. The manufacturer representative (rep) advised the patient to check the implant status when these episodes occur again, and there were no falls or trauma related to the issue. Later on date notified it was confirmed that the impedance is at 1974 ohms on he left and therapy impedance on the right is 958 ohms, within normal range, with the patient getting good symptom control. The patient's indication for implant is essential tremor and movement disorders. See related regulatory report 3004209178-2016-27192.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.